Event description:
It was reported that the patient had a "burning sensation" and "heat flash" on her neck and back. The patient stated she had a "burning" at the lead and device location that started a "couple" months ago. On (B)(6), prior to the report the patient was sitting on her couch and noticed that the device had "dropped lower" into her "breast area" and that the lead was "stretched". The patient could not touch the area and stated she was afraid to turn the therapy on; it was set at 1 volt versus 4.5 volts, where it used to be set at. It was also reported that the patient had a loss of efficacy which was unrelated to the stimulation therapy. The patient was using a bone growth stimulator called "ortho fix" that was helping to heal her bone marrow in her neck and back. The patient was supposed to wear it for eight months, but only wore it for two because of all the "issues". The patient stated she could only lie on her right side and not the left because the device "flopped around". The patient was also able to put her whole hand around the device. The patient reported having tremors again and "burning" on the back. On (B)(6) 2012 it was reported that the patient had not used therapy in "over nine months". The patient suggested the bone growth device caused device damage, even though she was told otherwise.

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 7436, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 3387-40, lot# v001355, implanted: (B)(6) 2006, product type: lead. Product ID 3387-40, lot# j0546586v, implanted: (B)(6) 2006, product type lead. (B)(4).